Event description:
It was reported that the bd discardit¿ ii syringes broke off in the catheter. The following information was provided by the initial reporter: verbatim: the tip of a 20 ml discardit syringe of batch 2205129 has broken off in the catheter without pressure being applied.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29sep2023. H6: investigation summary a device history record review was completed for provided material number 300296 and lot number 2205129. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) samples were returned, one belonging to lot number 2205129 and a second unused sample belonging to lot number 2205235. Tip breakage was observed on the sample belonging to lot number 2205129. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and automatically rejects any defects identified. Although an exact cause could not be determined, it is most likely that the syringe tip became damaged from a blockage during the barrel feeding process which went undetected and resulted in breakage during use. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd discardit¿ ii syringes broke off in the catheter. The following information was provided by the initial reporter: verbatim: the tip of a 20 ml discardit syringe of batch 2205129 has broken off in the catheter without pressure being applied.